Manufacturer narrative:
All available information was investigated, and the reported leak (loss of fluid column) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak (air in the hemostatic valve during dilator removal). The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 4+. During removal of the guidewire and dilator from the steerable guide catheter, a loss of fluid column was observed. Aspiration was performed, but the issue occurred again. Therefore, the sgc was removed and replaced with another to continue the procedure. Tr was reduced to grade 2.